Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly and jumping after being connected to a power source. Review of the pump data logs by tandem technical support showed the pump battery charged from 1% to 100% within 15 minutes. Reportedly, the pump shut off due to the battery issue. The customer's blood glucose level was 154-320 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.